Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a left open hepatectomy, while being applied at the left portal vein disconnection, the stapler was unable to fire and the surgeon was unable to squeeze the handle but he was able to press the green button. They changed to another device to complete the case. There was no patient injury.